Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prostheses when the right breast prosthesis ruptured post implantation. The rupture was diagnosed via MRI. Additionally, the patient developed capsular contracture in both of her breasts post implantation (baker grade ii in left breast, baker grade iii in right breast). As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on an unknown date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed capsular contracture. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right breast prosthesis rupture, bilateral capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number:(B)(4).